Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed lesion from the distal superficial femoral artery (dsfa) to the popliteal artery. An ht command 18 guide wire (gw) was advanced with resistance met due to the total occlusion of the lesion. The guide wire was used for the procedure without issue, however, after the guide wire was removed from the anatomy it was noticed that the nitinol coating had peeled up from the wire. No part of the coating separated from the wire or had to be removed from the patient. The guide wire was removed from the anatomy without resistance and no additional device was needed to replace the guide wire, as the procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated coating was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the total occlusion of the lesion resulting in the reported difficult to advance. During removal interaction with the guiding catheter and/or other devices (rhv) likely resulted in the reported/noted device damages (delaminated/separated polymer coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.